Event description:
It was reported that the display is damaged and thus not working. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the display is not working/damaged. Later it was clarified that the touch screen was broken and therefore does not respond. The failure occurred during treatment. The cardiohelp was replaced. No harm to any person has been reported. Patients data was requested, however it was not received. As the cardiohelp was replaced a report is required. A getinge field service technician (fst) was sent for investigation. The fst confirmed that the touchscreen had a crack in the display. The ch assembly touch foil & display was quoted and will be replaced after the customers approval. Thus, according to the failure description the touschscreen was not working due to a crack in the display. However, it is not possible to determine the reason for the crack in the touchscreen. A possible root cause for the crack on the screen can be related to rough handling of the device, which leads to the mechanical damage. (E.g. Something hit the screen). This cause is also supported by the cardiohelp risk file. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. According to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The device was manufactured on 2020-01-24. The review of the non-conformities has been performed on 2025-10-24 for the period of 2020-01-24 to 2025-10-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "display is not working due to a damage" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the portugal market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.